Manufacturer narrative:
Concomitant products: product ID: 419688 lead, date of implant (B)(6) 2010; 5076-58 lead, date of implant (B)(6) 2010; 5076-52 lead, date of implant (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising high-voltage (defibrillation) impedance and it was removed and replaced. No patient complications have been reported as a result of this event.